Event description:
The customer reported there was an intermittent "save" function and image orientation problem. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the bad interconnect and power cables. The system operates as intended.